Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis. It was stated that the insulin pump did not give any alarms. The customer wanted to re-connect to the insulin pump, and it alarmed motor error during rewind process. The insulin pump was not exposed to high magnetic fields. Further testing could not be conducted due to the alarms. Nothing further was reported.